Manufacturer narrative:
A complete manufacturing review could not be completed because the lot number was not provided. The device was not returned for evaluation and images were not provided for review; therefore, the complaint investigation is inconclusive for the reported event. Per the reported event details, a snare device and surgical forceps were used in an attempt to retrieve the filter.

Event description:
It was reported that an attempt to retrieve the vena cava filter was unsuccessful. A snare device and surgical forceps were used in the attempt to capture and retrieve the filter. The filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.